Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A pre-accelerated stress test simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support reports that the liberty select cycler had a screen blank during power up. Pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Unplugged cycler for two mins and still screen remained blank, but buttons illuminated and made sound when pressed. The reported issue(s) is not a result of the supplies. The fresenius technical support representative advised to discontinue use of this cycler and inform replaced cycler due to blank screen. At least one full treatment has not been completed with this cycler. The patient does not know how to perform capd. Pt has 0 boxes of capd/manual supplies. Pt will not perform capd/manuals. The estimated time of arrival is (B)(6) 2025 and scheduled pick up on 03/27/2025. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. The new cycler was received. There was no harm or adverse event reported, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.